Event description:
On june 30, 2009, the lay user/patient contacted lifescan alleging the one touch ultra 2 meter read imprecisely. The medical surveillance specialist was not able to contact the patient to obtain/clarify information. The patient reported readings of 132, 227, and 295 mg/dl, performed within 10 minutes of each other on the previous month. Based on statistical criteria, the difference between these results falls outside the expected value of <=20%. On the same day, the patient went to the emergency room. On their meter, the reading was 399 mg/dl. The staff at the emergency room infused the patient with IV fluids. The types of fluids are unknown. The patient mentions that he self-adjusts his insulin doses. There is no mention of any symptoms due to this issue. No troubleshooting was performed on the issue. Details of how the patient used the alleged readings and why he went to the emergency room are unknown. However, this complaint is being reported because the patient alleged the readings were inaccurate and needed to receive treatment from health care professionals.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.